Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient felt a zinger while golfing.  Impedances and connectivity checks were done which displayed to avoid electrodes 8 and 12. The rep reprogrammed the patient's therapy and the issue was resolved. No surgical intervention occurred or was planned.